Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the camera was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect camera has been received by the manufacturer for evaluation. The returned positioning sensor unit (psu) has many nocks and scratches on the housing. When connected to a known good system, the amber light fault was lit confirming the reported issue. A check of the logs revealed low voltage for the bump detector battery. Positioning sensor unit (psu) failed accuracy test.

Event description:
A medtronic representative reported that while outside of procedure, the camera of the navigation system was bumped and an amber led was displayed. There was no patient present at the time of the issue.